Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section e. Box 4. Initial reporter also sent report to FDA 2. Section g. Box 3. Report source please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up # 1 MFR report: 1. Section a. Box 2. Age at time of event/age unit 2. Section b. Box 3. Date of event.

Manufacturer narrative:
Please note the following report was added to section h. Box 10. Related report numbers: (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the physician placed other coils in the vessel using the lantern. Next, while advancing a ruby coil into the target location, the ruby coil had unintentionally detached inside the lantern. Therefore, the physician used a snare device to remove the detached ruby coil. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.